Event description:
During evaluation of a returned homechoice device, a high drain error 111 (night drain #11) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 21:45:47. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified during the review of the event history logs. The cause was undetermined. If additional relevant information is obtained, then a follow-up MDR will be submitted.